Manufacturer narrative:
Concomitant product(s): product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3889-28, lot# j0437235v, implanted: (B)(6) 2004, product type: lead. Product ID: 3889-28, lot# j0437235v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative that the healthcare professional removed the device about 5 years ago because it did not work anymore. The patient also reported that one of the copper leads were still in her because it went into her tailbone. The event occurred during use and the indication for use was urinary dysfunction/sacral nerve stimulation. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.